Manufacturer narrative:
The investigation found the device disassembled with severe kinks throughout the sheath, drive wire, and basket wire. The basket was able to retract and deploy when reassembled. The sheath was found to be 0.25 cm out of specification, which may be due to handling of the device by the customer after manufacturing. Based on the damage of the returned device, the most probable root cause of this complaint is operational context. It is also noted that a kinked sheath, drive wire, basket wire, and/or a sheath length out of the specification are not medwatch reportable events.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the retrieval basket "fell apart" outside of the patient. Additional information is unavailable. A second escape nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-02300 which documents the second device. The procedure was successfully completed using a third escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2010 (patient weight is unknown). According to the complainant, the retrieval basket "fell apart" outside of the patient. Additional information is unavailable. A second escape nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-02300 which documents the second device. The procedure was successfully completed using a third escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.